Manufacturer narrative:
The customer confirmed that there is patient involvement however there is no patient harm associated with this reported event. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported to vyaire medical that lap top ventilator 1200 reading low volume. As of this time there is no information about patient involvement associated with this reported event.